Event description:
The customer reported that the patient was not grounded, the pad was not plugged in, but still got output. The surgeon was able to use the cautery without the patient being grounded. There was no alarm to alert staff that the patient was not grounded. The hospital biomed found the unit to function fine and put it back into use. There was no reported patient or staff injury. The handpiece was not a covidien product.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.